Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) due to corrosion around the battery connectors on pcba1. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had down the back crack. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.